Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During the afib procedure, a pericardial effusion was diagnosed via ultrasound at the end of the procedure. A pericardiocentesis was performed by the physician. The physician believes it was caused from maneuvering the catheters near the coronary sinus. The patient was stable at the time of the call. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Patient outcome of the adverse event was reported as improved. The patient did not require extended hospitalization because of the adverse event, only overnight observation with follow-up transthoracic echocardiogram (tte). Patient weight was less than 120 lbs, very small and skinny. A smartablate generator was used in the case. A transseptal puncture was performed with an abbott brk transeptal needle. Prior to noting the cardiac tamponade ablation was already performed. There was no evidence of a steam pop. Irrigated catheter was used in the event and the flow setting: 2/8/15 ml for thermocool® smart touch® sf catheters. The correct catheter settings were selected on the smartablate generator. The pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used graph, visitag and the visitag module parameters for stability used were range: 3 mm, time 3 sec, force over time (fot) 25% @ 5g and tag size 3 mm. No additional filter was used with the visitag. Color options used prospectively were force time intervel (fti).

Manufacturer narrative:
It was reported that a 77-year-old female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. During the afib procedure, a pericardial effusion was diagnosed via ultrasound at the end of the procedure. A pericardiocentesis was performed by the physician. The physician believes it was caused from maneuvering the catheters near the coronary sinus. The patient was stable at the time of the call. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Patient outcome of the adverse event wias reported as improved. Device evaluation details: on 23-sep-2021, the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).